Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6). Batch: 7081693 and 7086556.

Event description:
It was reported that when the patient attended the follow up appointment the day after the implant of the spinal cord stimulator (scs) system it was discovered that the patient was unable to walk. The patient was referred to the hospital ward and it was determined that their legs were unsteady and there was pain in the hip contributing to the inability to walk. Imaging was performed but the cause of the patient effect was not been determined.

Event description:
It was reported that when the patient attended the follow up appointment the day after the implant of the spinal cord stimulator (scs) system it was discovered that the patient was unable to walk. The patient was referred to the hospital ward and it was determined that their legs were unsteady and there was pain in the hip contributing to the inability to walk. Imaging was performed but the cause of the patient effect was not determined.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: 7081693 and 7086556. Batch: 7081693 and 7086556. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: not applicable. Batch: 34066626.